Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the gear clamp for the manifold had a loose hose. Additional malfunctions were the smart pack was missing.